Manufacturer narrative:
The index procedure was prompted by unstable angina. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavour sprint des was implanted. Approximately 34 months post procedure the patient died; a cardiac death. It was considered that there was acute myocardial infarction caused by increasing heart failure and this was combined with cardiogenic shock. Ccu rescue treatment and medication was given. The investigator assessed that the event was not related to the device or the antiplatelet medication.